Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. It is probable that the stretching was due to excessive force used, but the root cause could not be confirmed. As the serial/lot number was unavailable, the device history record could not be reviewed.

Manufacturer narrative:
Device was received and evaluated at hinode olympus (B)(6). Evaluation determined that the connection between the sheath, and the funnel was found extended. The probable cause of the reported failure likely that the load was concentrated on the connection between the sheath, and the funnel. The scope was damaged by forcibly moving the scope back and forth while the sheath, and scope were not slippery. With the dilator removed from the sheath, bending, or pulling loads on the sheath-funnel connection can easily be damaged. An excessive force applied to the relevant part when removing the dilator or inserting or removing the scope likely caused the issue. Photo of the subject device was provided for OEM (original equipment manufacturer) further evaluation and investigation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device uropath insertion part (mortar-shape part), and the base of the device sheath was observed stretched like a spring. The intended procedure was completed using another similar device. The model of the device used to complete the procedure was 61238bx. There was no patient harm, or injury reported due to the event. No user injury reported.